Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. (B)(4) - battery ; catalog number 1650 ; expiration date 28feb2017; (B)(4). Device available for eval/date returned to MFR: yes, 09mar2017; device eval by MFR: no, device evaluation anticipated, but not yet begun (02); device MFR date: unknown; labeled for single use: no; (B)(4). (B)(4) - battery ; catalog number 1650 ; expiration date 31mar2017; (B)(4); device available for eval/date returned to MFR: yes, 09mar2017; device eval by MFR: no, device evaluation anticipated, but not yet begun (02); device MFR date: unknown; labeled for single use: no; (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the perfusionist that the patient came in to clinic and it was noted upon ventricular assist device (vad) interrogation that patient has had two critical battery alarms on two different batteries, both occurring on power port two (2) of the controller. Patient has denied any overt damage to controller or any pump off time associated with the controller's port issue. It was stated that the patient tolerated controller exchange well and is stable. During vad interrogation, it was noted that the patient had a critical battery alarm in early (B)(6). Log files were sent for urgent analysis. It was stated that per log files, "the patient exhibited critical battery alarms on three (3) batteries, one which was previously returned". As per engineering the two remaining batteries will be removed from service and exchanged. The patient had already been discharged home, but at his next clinic visit the batteries will be exchanged. It was stated that the patient was annoyed. No additional information available.

Manufacturer narrative:
It was reported that the patient had a critical battery alarm in early (B)(6) 2017. The two batteries and the controller were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed that the controller experienced critical battery alarms with the returned batteries, (B)(4). In each instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. This observation is indicative of a communication error between the controller and battery. Failure analysis of the controller and batteries revealed that the devices passed visual examination and functional testing. The most likely root cause of the reported event can be attributed to a communication error between the controller and batteries. Heartware has opened an internal investigation to address communication errors. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.